Manufacturer narrative:
(B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. A 10.0 x40, 75cm charger¿ balloon catheter was advanced for dilation. However upon inflation, the balloon failed to stay in an inflated state and pressure on the balloon steadily declined. The device was removed and a small hole was found on the balloon. A small stream of saline/contrast mixture was also noted coming out. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.